Event description:
It was reported that during a lap cholecystectomy procedure, the hand activation was not working. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 01/29/2009. Info anticipated, but unavailable at this time.